Event description:
User reported a possible product problem in association with an adverse event. Though the investigation has determined that no product failure occurred and a medwatch report is not required, co is submitting this report only as a follow up to the user report submitted to co. On 06/21/2000 a pt with a history of coronary disease, heart attack and multiple coronary events and treatment underwent a catheterization and stent procedure. A pre-procedure heparin dose of 5000 units/IV was administered. Post procedure, an activated clotting time test was performed with a result of 48 seconds and a repeat test of 46 seconds. An add'l heparin dose of 7500 units/IV was administered. Subsequently in the coronary care unit, a third activated clotting time test was performed with a result of 1046 seconds. The pt experienced bleeding in the coronary care unit. Upon follow-up by phone, the hosp stated the pt had expired on 07/08/2000, 18 days post procedure due to complications related to coronary artery disease, which are unrelated to the heparin management described above.